Event description:
Additional information received reported that the outcome of the event was resolved without sequelae.

Manufacturer narrative:
Product ID: 3093-28, lot# va0gv3w, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the subject called on (B)(6) 2014 stating that she thought that her device was flipped. It was noted that there was an office visit on (B)(6) 2014. It was noted that the patient had generator site pain. It was noted that the device was not lying flat and edge of the device is poking at the skin. It was noted that there was surgery on (B)(6) 2014 with a revision of the implantable neurostimulator (ins). It was noted that there was complex intraoperative device programming. It was noted that impedances were checked. It was noted that aerobic and anaerobic cultures obtained from the ins site with negative cultures results. It was noted that there was an unscheduled clinic or office visit and there was an emergency room visit. It was noted that the ins was repositioned and moved to a higher position in the buttock area. It was noted that the event outcome was resolved without sequelae on (B)(6) 2014. Additional information received reported that the patient reported generator site pain. Additional information received reported that there was minimal dehiscence. It was noted that there was 5mm separation of subcutaneous tissue of the surgical incision site. It was noted that the subject was doing physical therapy using the elliptical machine for low back pain. It was noted that the patient noticed a separation of the incision. It was noted that the patient went to the local ER. It was noted that there was surgical incision with minimal dehiscence and drainage. It was noted that steri strips were applied. It was noted that wound cultures were done showed gram positive cocci sensitive to bactrim ds. It was noted that the patient¿s pain level at the incision site at 8. It was noted that the patient was given 2 tablets of norco 5 325mg in ER. It was noted that the patient was discharged from the ER with prescriptions for bactrim ds and norco. It was noted that the doctor saw the patient on (B)(6) 2014. It was noted that prescription for bactrim ds bid for a month given to subject with specific instruction to stop physical therapy until incision was completely healed. It was noted that there was an emergency room visit. It was noted that laboratory testing was done and showed abnormal wound culture showed gram positive cocci. It was noted that the event was ongoing.